Event description:
An optometrist reported a patient with corneal haze at two month. Photorefractive keratectomy (prk) post-operative visit. Additional info from reporter indicated the pt's topical steroid dosage was increased. Additional info has been requested. This report reference the right eye. An additional report will be filed for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).